Event description:
It was reported that the system 9800 displayed housing temp error and charger error. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The generator interface circuit board and the backplane circuit board were found to be defective and were replaced. The system was tested and found to be working as intended and placed back into service.